Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-sep-2018: patient demographics added. Laboratory data was added. Added events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse). Abdominal pain and back pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 42-year-old female patient who had essure (batch no. A36221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received:lot number and reporters added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("this was removed in several pieces as the filamentous nature of the essure device caused it to break with tension applied") and device expulsion ("possible malpositioned coil on the right/possible malpositioned essure coil on the right based/device being present within the endometrial cavity") in a 42-year-old female patient who had essure (batch no. A36221-not valid, b30422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included yeast infection, infection, urinary tract infection, migraine headache, bacterial vaginosis (gardnerella vaginalis, atopobium vaginae) and heart disorder. Test : vaginitis panel candida albicans: not detected gardnerella vaginalis: not detected trichomonas vaginalis : not detected. Previously administered products included for an unreported indication: xanax from 2009 to (B)(6) 2019, ranitidine and zantac from 2001 to (B)(6) 2019. Concurrent conditions included anxiety since 2009, gerd, copd and migraine. Concomitant products included bupivacaine (marcaine), diazepam (valium), hydrocodone bitartrate;paracetamol (vicodin), ketorolac tromethamine (toradol), metronidazole (flagyl), omeprazole magnesium (prilosec), oxycodone hydrochloride;paracetamol (percocet), prednisone and sumatriptan succinate (imitrex). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy, laparoscopic bilateral salpingectomy with removal of essure and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain had resolved and the device breakage, device expulsion, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and back pain outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils: left 1 right 14. Difficulty noted with placing right coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Ultrasound breast - on an unknown date: benign palpable area. Mildly suspicious bi-rads 4 retro areolar abnormal duct. Ultrasound scan - on an unknown date: possible malpositioned essure coil on the right based. Concerning injuries reported in this case the following one/ones were described in patient medical records: device breakage, device expulsion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: mr received: events possible malpositioned coil on the right/possible malpositioned essure coil on the right based/device being present within the endometrial cavity, this was removed in several pieces as the filamentous nature of the essure device caused it to break with tension applied were added. Medical history, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 42-year-old female patient who had essure (batch no. A36221-not valid, b30422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: xanax from 2009 to (B)(6) 2019, ranitidine and zantac from 2001 to (B)(6) 2019. Concurrent conditions included anxiety since 2009, gerd, copd and migraine. Concomitant products included bupivacaine (marcaine), diazepam (valium), hydrocodone bitartrate;paracetamol (vicodin), ketorolac tromethamine (toradol), metronidazole (flagyl), omeprazole magnesium (prilosec), oxycodone hydrochloride;paracetamol (percocet), prednisone and sumatriptan succinate (imitrex). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils: left 1 right 14. Difficulty noted with placing right coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("this was removed in several pieces as the filamentous nature of the essure device caused it to break with tension applied"), pelvic pain ("pain") and device expulsion ("possible malpositioned coil on the right/possible malpositioned essure coil on the right based/device being present within the endometrial cavity") in a 42-year-old female patient who had essure (batch no. A36221-invalid, b30422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included yeast infection, incision site infection, urinary tract infection, migraine headache, bacterial vaginosis (gardnerella vaginalis, atopobium vaginae) and heart disorder. Test : vaginitis panel candida albicans: not detected gardnerella vaginalis: not detected trichomonas vaginalis : not detected. Previously administered products included for an unreported indication: xanax from 2009 to (B)(6) 2019, ranitidine and zantac from 2001 to (B)(6) 2019. Concurrent conditions included anxiety since 2009, gerd, copd and migraine. Concomitant products included bupivacaine (marcaine), diazepam (valium), hydrocodone bitartrate;paracetamol (vicodin), ketorolac tromethamine (toradol), metronidazole (flagyl), omeprazole magnesium (prilosec), oxycodone hydrochloride;paracetamol (percocet), prednisone and sumatriptan succinate (imitrex). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and back pain outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, back pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils: left 1 right 14. Difficulty noted with placing right coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Ultrasound breast - on an unknown date: benign palpable area. Mildly suspicious bi-rads 4 retro areolar abnormal duct. Ultrasound scan - on an unknown date: possible malpositioned essure coil on the right based. Concerning injuries reported in this case the following one/ones were described in patient medical records: device breakage, device expulsion lot number :(a36221) is invalid. Lot number:b30422 manufacturing date:2013/05 expiration date:2016/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaints). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 42-year-old female patient who had essure (batch no. A36221-not valid, b30422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: xanax from 2009 to (B)(6) 2019, ranitidine and zantac from 2001 to (B)(6) 2019. Concurrent conditions included anxiety since 2009, gerd, copd and migraine. Concomitant products included bupivacaine (marcaine), diazepam (valium), hydrocodone bitartrate;paracetamol (vicodin), ketorolac tromethamine (toradol), metronidazole (flagyl), omeprazole magnesium (prilosec), oxycodone hydrochloride;paracetamol (percocet), prednisone and sumatriptan succinate (imitrex). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils: left 1 right 14. Difficulty noted with placing right coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical record received. Lot number was added. Reporter's information and concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 42-year-old female patient who had essure (batch no. A36221-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.